Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to an infection and a large inflamation over the pocket region of this patient. A steril incision was made over the inflammated region and the phsycian disinficiated the wound. The patient will be brought back at a later date for follow up. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.